Event description:
The user failed a ckmb proficiency survey for one sample with a result of 4.0 ng per ml. The same sample was repeated in 2009 with no result below 3.2 ng per ml. The user stated no patient results had been affected. The user stated she loaded a new lot number of reagent and performed a lot calibration which resolved the issue. The user repeated the same sample six days later, with a result of 2.9 ng per ml.